Manufacturer narrative:
(B)(4). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with an pentaray nav high-density mapping catheter and a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, after use of biosense webster products, during ablation phase with the medtronic cryo balloon a tamponade occurred. The ablation catheters were used in the right atrium (ra) for a typical flutter line before going transseptal. The ez steer navigational ds catheter was used first and a steam pop occurred while ablating the atypical flutter line. Intracardiac echocardiogram was used post cavotricuspid isthmus ablation to check for effusion and there was none at this time. Next, the thermocool® smart touch¿ bi-directional navigation catheter was used. Pentaray nav high-density mapping catheter had also been used for left atrial fast anatomical mapping. While in the left atrium, cryoablation with medtronic cryo balloon was performed on the left superior pulmonary vein and left inferior pulmonary vein, and the patient became hypotensive. A cardiac tamponade was confirmed by ultrasound. Pericardiocentesis was performed and 1000 cc of fluid was removed. In addition, the patient was taken to the operating room for further intervention (exact intervention unknown). There is no information about the hospitalization. The patient was reported to be in stable condition after the adverse event and is believed to have fully recovered. Physician¿s opinion on the cause of the event is left atrial appendage perforation caused by the medtronic achieve catheter. Transseptal puncture was performed with a brk needle. Flow setting was nominal settings (8 ml and 15ml) used for irrigation with the thermocool® smart touch¿ bi-directional navigation catheter in the ra. There were no error messages observed on biosense webster equipment during the procedure. Graph, dashboard, vector and visitag visualization features were used during the procedure. Visitag parameters were range 1.5mm, time 5 seconds, force over time 25% at 3 grams, 2mm tag size and time color option. Due to the volume of fluid removed it will be assumed that the patient required surgical intervention. The event was assessed to be conservatively reported under the pentaray nav high-density mapping catheter and thermocool® smart touch¿ bi-directional navigation catheter. The ez steer navigational ds catheter will be considered concomitant since the echo did not demonstrate effusion, despite the steam pop.

Manufacturer narrative:
Originally, the concomitant product was reported as ¿unk_pentaray nav¿. However, on november 21, 2019 the product information was provided. Therefore, concomitant medical products and therapy dates" has been updated. Manufacturer's ref. No: (B)(4).